Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. The device was tested which found heat. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal wear and use over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during testing the motor device was "overheating". It was unknown to the reporter if there were any delays in a surgical procedure or if a spare device was available. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.